Event description:
It was reported that prior to implant, the device was tested, and exhibited lower than expected battery voltage and longevity predictions. The device was not implanted at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.